Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, the 4.5 x 13 mm ultra stent delivery system was advanced into the patient anatomy; however, the device was unable to cross to the target lesion and was removed. During removal, the ultra stent interacted with the guide catheter, reported as a 6 french guide catheter, and the stent struts were flared during removal. There was no adverse patient effect and no clinically significant delay. A larger size guide catheter was then used and a new same size ultra stent delivery system was then advanced and the stent was deployed without issue. No additional information was provided.